Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified vessel located below the left knee. Upon the first inflation of the sterling es pta balloon dilatation catheter, a balloon rupture occurred. The balloon was inflated for approximately 10 seconds and a leak was observed during the inflation. The balloon was removed intact. The procedure was completed with another sterling es pta balloon dilatation catheter. No patient complications or injuries were reported. The patient status is listed as 'good'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).